Event description:
Customer reporting false negative results when performing validation testing of ortho anti-human globulin bioclone, rmg451b1, and an immucor reagent. A sample with anti-e did not react with rmg451b1. Weak - 1+ reactivity was observed with the immucor reagent. Satisfactory qc testing was observed. No death or serious injury was associated with this incident.